Manufacturer narrative:
Siemens filed the initial MDR 2517506-2020-00320 on 22-oct-2020. Additional information (23-oct-2020): siemens reviewed the information provided and identified that the customer spins samples for 5 minutes at 5050 revolutions per minute, and the customer uses greiner vacuette tubes. Based on the information provided, siemens determined the sample was centrifuged with a statspin and is outside the greiner tube manufacturer's instructions for centrifugation at 1800-2200g for 0-15 minutes. Siemens evaluated the services performed and determined the issue identified with the straw in the imt (integrated multisensor technology) sample diluent caused a lower amount of the diluent to be dispensed and responsible for the elevated results. Verification testing on the dimension exl 200 confirmed the instrument is operating within specifications and indicates an acceptable performance after the service visit. No further evaluation of the device was required.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and informed that a laboratory technician bleached the dimension exl 200 instrument, replaced the integrated multisensor technology (imt), and observed an, "insufficient/excess diluent in port," during the dil-check. The customer noted that the quality control (qc) results were high and replaced imt with a new one. The technician performed maintenance and qc testing and noted that results were in range. Siemens dispatched a customer service engineer (cse) to the customer site. The siemens cse noted the straw on the imt diluent bottle was disconnected from the cap assembly, which reduced the diluent delivery, and caused the elevated results. The cse performed services, and resolve the issue by reconnecting the straw. Qc tests were performed, and in range. The instrument is operating within specifications. No further evaluation of the device was required.

Event description:
The customer observed discordant falsely elevated sodium (na) results for two patient samples on a dimension exl 200 instrument. The results were not reported to the physician(s). The customer performed repeat testing on an alternate platform, and informed that the repeat results were lower and reported to the physician(s). There are no reports of patient intervention, or adverse health consequences due to the falsely elevated sodium results.